Event description:
The customer initially reported that they had questionable results for three patient samples tested for creatinine plus ver.2 (cret) and hdl. The customer then stated that they pulled a total of 70 samples tested for cret from (B)(6) 2015 and repeated these. Of the 73 total samples, 21 of had erroneous results that were reported outside of the laboratory. All 21 samples had corrected reports issued. On the attachment, the initial sample results are designated as "previously reported" and the repeat results can be seen under the "corrected result" column. The repeat results were believed to be correct. All results are in units of mg/dl. The patients were not adversely affected. The cret reagent lot number was 61752701, with an expiration date of 04/30/2016. The field service representative determined that there was a cracked rinse vacuum tubing. He replaced all rinse, detergent, and vacuum tubing. He ran a successful cell blank. The customer ran quality controls and these met laboratory specifications.

Manufacturer narrative:
According to information from the customer, test results were reviewed from the period of (B)(4) 2015. In this time, (B)(4) cret results were reported. (B)(4) of these results were flagged high. The customer manually looked up previous patient data for each of these. If the patient had previous lower creatinine results or no previous results, the sample was pulled from storage and repeated to test on the other analyzer. Based on this review, the (B)(4) samples were pulled from storage and retested.